Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was 176 mg/dl. Customer stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm noted during testing. The insulin pump was received with partial missing segments with horizontal gray lines across the screen and bleeding display due to broken traces on the lcd glass between the lcd controller and the lcd image area. The device was received with minor scratched lcd window, faded serial number label, cracked case near belt clip rails corners, cracked battery tube threads and cracked retainer.